Event description:
The customer stated he ran several blood tests with his contour next, but alleged they were not all in the meter memory. No adverse event was alleged. A new meter was sent to him, and he was advised to return his meter for evaluation.